Event description:
Per the clinic, the device was electively explanted on (B)(6) 2025 under general anesthesia due to patient's fibromyalgia. There are no plans to re-implant the patient with a new device as of the date of this report. Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
Device analysis report attached.